Event description:
I had bilateral breast implants placed by dr. (B)(6) in (B)(6). The implants are mentor 325cc smooth round moderate plus profile gel. Ref # (B)(4), lot# 6719183, sn# (B)(4) on the left. Ref# (B)(4) lot#6722866, sn# (B)(4) on the right. My name is (B)(6), date of birth (B)(6), patient ID #(B)(4). I began having symptoms of severe exhaustion, muscle and joint pain and diagnosed with several autoimmune disorders since then. In (B)(6) of 2020, I declined significantly, and could not stand or lift my hands. I had severe muscle and skin pain, including breast pain. I had severe shortness of breath and nodules found on CT scan. I have had terrible rashes on my neck and chest that still persist. Positive ana for inflammation but markers for specific disease have been negative. Been under the care of numerous physicians, endless trials of medication and unable to work. I am now undergoing breast imaging and it appears that my right breast implant has moved and has a silent rupture. I believe that my body is reacting to the silicone and other toxins and causing an autoimmune response. I now have to find a surgeon who can safely remove them. I am a registered nurse and have been very active, and, now I am practically bedridden with no source of income, unable to work. FDA safety report ID # (B)(4).